Manufacturer narrative:
Analysis of the pump identified no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot #: unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (4.3 mg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported the patient was scheduled for catheter revision and refill, as there was return of pain symptoms. The event date was reported to be (B)(6) 2019. During pre-op, the pump was interrogated and was alarming with a message of empty reservoir, however, upon refill 38 ml of morphine was withdrawn. The decision was made to replace the pump as well as the catheter, as no cerebrospinal fluid (csf) backflow as observed from the spinal catheter. The explant occurred on (B)(6) 2019. It was stated contributing factors included patient compliance; the hcp mentioned they thought something happened in the past and the patient let their pump run empty before and just left as is. No other data regarding contributing factors was available. The issue was resolved and the patient status was alive - no injury. It was stated the pump would be returned. Further complications were not reported or anticipated. Additional information was received. The patient was receiving morphine at 2.5949 mg/day. The pump and catheter were implanted in (B)(6) 2015. The catheter would not be returned, as it was discarded by the customer.